Event description:
It was reported that the ventilator would not read o2. The ventilator was tested with a different hose and oxygen bottle and after about a half an hour of use at 100%, the d sized cylinder had not depleted at all. This incident occurred at the bedside of a patient before the patient was placed on the ventilator. The customer reported that there were no audible alarms when the reported event occurred.